Event description:
Event description guidant received information that this ventricular lead was not implanted as lead impedance measurements were greater than 2500 ohms. When originally placed, threshold measurements were high, therefore, an attempt to reposition the lead was made. However, the helix would not fully extend again and lead impedances were out of range. The lead was removed from the patient's body and tissue was observed lodged around the helix. This lead was returned for analysis and a new guidant lead was successfully implanted.